Event description:
The customer reported splashing the extraction reagent of the binaxnow covid-19 antigen self test into her eye on (B)(6)2022. The consumer reported a burning sensation in her eye due to the exposure. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Customer declined to provide additional information and declined receiving relevant sds. Technical service advised user to wash her eyes with water and if there's some irritation they can contact their health care provider. A product deficiency was not reported or found. A supplemental report will be provided if any additional is obtained.